Event description:
Info rec'd indicates the brake is not holding. The technician stretcher is rolling and swiveling when in brake.

Manufacturer narrative:
The technician found the brake at the head end of the stretcher does not work. He found the rocker arm was broken due to a wrong size connecting rod being installed. The technician installed a new rocker arm and connecting rod to repair the stretcher.